Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when firing over the tissue, the first reload had loading problem and broke when the scrub tried to attach it to the handle. On the second reload, the surgeon was able to press the green button, but unable to squeeze the handle and would not fire. The handle and the reload were changed to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation levers were in neutral position. The instruments were loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected for both handles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition . If information is provided in the future, a supplemental report will be issued.